Event description:
A laboratory technician received some projection in his eye while proceeding to the analysis.

Manufacturer narrative:
Product not returned to manufacturer by end customer. This incident is undergoing review to ensure that instructions are clear and there are no other reasons for a product modification.